Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy and placement of vaginal tape, due to genuine stress urinary incontinence and urethral hypermobility. It was reported that the patient underwent mesh revision and cystoscopy on 01/04/2006 due to recurrent urinary stress incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted to treat stress urinary incontinence due to urethral hypermobility. The patient experienced pain, erosion, infection, urinary problems, recurrence, and dyspareunia. The patient underwent mesh revision with excision of mesh on (B)(6) 2004 due to eroded mesh. Also, the patient underwent revision on (B)(6) 2006 due to complex cystourethropexy with cystourethroscopy and placement of suprapubic catheter. No additional information was provided. (B)(4).